Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This specific product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
T was reported that a farastar generator was selected for use. Error 211 "pacing communication failure" was displayed. Troubleshooting was performed, tried to reboot the equipment multiple times but the error persisted. No patient complications were reported but the procedure was cancelled after the patient had been sedated. The device is not expected to be returned for laboratory analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.